Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) unit was missing the coil cable strain relief. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional poc : (B)(6). A getinge field service engineer evaluated the unit and found missing the coil cable strain relief. Maintenance plan to contract were all done at the same time. See pm order fro all checkout information. Replaced missing strain relief. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.